Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufacture date ¿ the lot was manufactured between march 12-13, 2025. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the tubing and the male luer. The tubing was inspected, and it was noted that there were some areas with a potential lack of solvent. Additionally, it was observed that the insertion of the tubing into the male luer was not according to specification. Dimensional testing was performed on the tubing and male luer, and both were according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of a non-vented solution set fell off while priming. This event occurred prior to patient use. There was no patient involvement. No additional information is available.